Event description:
It was reported that "the surgeon informed me that he saw a pt the previous week in his office and the pt had the reflex hybrid system implanted prior to visit. The dr informed me one of the superior screws had backed out of the plate two-thirds the length of the screw. The dr confirmed verbally that the screw was 8-9 mm backed out of plate. He also informed me there was no need for revision and he could not remember pt's name."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Additionally, a screw from the same family has been reported in this matter; however, it is unclear as to the cause since the devices remain implanted in the pt.